Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to premature battery depletion. Device level testing with an external power supply indicated normal electrical performance. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that an asymptomatic patient presented to the clinic with a device that failed to interrogate. After multiple attempts, telemetry could not be established and it was suspected the device went prematurely into end of service. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.